Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings:a review of the pump¿s black box and alarm history showed evidence of call service 088 (watchdog) alarm on 08-oct-2017. The returned battery cap was found to be undamaged and able to properly secure to the pump for testing. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified at the battery compartment and audio bolus button. The pump cover was opened and further moisture corrosion was found on the printed circuit board.